Manufacturer narrative:
Analysis was performed by a philips remote service engineer (rse), who spoke to the biomedical engineer (biomed) and advised to power the device off then back on. The biomed confirmed there were audible tones on bootup. The rse advised the biomed to replace the speaker. Based on the results of the analysis, it was determined that the product has malfunctioned, and the cause of the reported problem was the speaker. A replacement speaker was ordered and shipped to the customer site, and the biomed assumed responsibility to repair the device.

Event description:
Philips received a complaint on the intellivue mx750 patient monitor indicating that there was a speaker malfunction inop, and there was no sound when turning the device on. The device was not in use on a patient at the time of the event, so there was no patient involvement.